Manufacturer narrative:
An incomplete used device was returned. Evaluation of returned incomplete device confirmed catheter tip detached. The original device packaging was not returned. User stated he did not examine catheter or packaging before use. Since an incomplete device was returned and the user is unable to provide details of the condition of the device prior to use, only a partial device evaluation is possible. The partial device evaluation is insufficient to determine the root cause of the defect.

Event description:
User/patient had difficulty placing catheter and when nurse removed it from the monti channel she noticed the tip was broken off. User did not examine catheter or packaging prior to use. Eighteen days after the event the patient underwent a cytoscopy to remove the catheter tip from his bladder during a scheduled surgical procedure unrelated to the event. Event did not affect ability to catheterize patient. The catheter tip was successfully removed during the procedure without complication.